Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 08/21/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was observed to have moisture visible behind the display screen lens. The pump was confirmed to be intact and the returned battery cap secured appropriately to the pump. The pump successfully powered on however the pump was unable to complete full testing of the complaint due to cs 128 motor fault errors related to the moisture ingress. A pump leak test revealed that the pump was leaking from the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6).